Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -14.00/+2.0/068, during the same surgery due to the lens tore during delivery into the patients right eye (od). There was no patient injury. The lens was replaced on (B)(6) 2022 with another same length but different model lens but the problem was not resolved (the lens had a low vault). See MFR. Report # 2023826-2022-01483 for replacement lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: at the post-op visit on (B)(6) 2022, the problem of low vault with the replacement lens had resolved and the problem was resolved. The eye was normal. Claim # (B)(4).